Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, high pressure was observed in the system without visible kinking of the tubing or other visible obstructions. The pressure was measured before and after the oxygenator, which was equally high at both positions. Further investigation, at the user facility, led to the conclusion that there was an obstruction in the venous reservoir. The surgical procedure was temporarily suspended until the problem was resolved by replacing the set with a new one. No patient involvement product was changed out procedure completed successfully with 15-20 minutes delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 13, 2026. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 3259, 25). The returned sample was inspected upon receipt; no visual anomalies were noted. The sample was set up with a roller pump to allow deionized water to circulate through the sample. The circuit was initially set up to flow using the cr port as the input and it recorded normal pressure (ranging from 100-350 mmhg) pre- and post- oxy at 4l/min, 6l/min, and 8l/min. Then the circuit was set up to flow using the venous port as the input and it recorded high pressure pre- and post- oxy (above 1000 mmhg) around 4-6 l/min. The lid was removed from the reservoir, and it was discovered that one of the venous tubes inside of the venous filter was kinked. A representative retention sample from the same lot number was inspected and no anomalies were noted. The root cause was determined to be a workmanship error where the kinking occurred during the manufacturing process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.